Event description:
On 5/15/94, luer lock became disconnected at hub of internal jugular. Introducer causing blood loss from the pt in the right internal jugular. There was a significant blood loss, pt arrested, was intubated. Fluids given to replace volume. The pt was extubated 5/19/94, in fair condition. The device was inserted on 5/11/94.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device not serviced in accordance with service schedule. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: other. Conclusion: intermittent failure directly caused event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service. The device was destroyed/disposed of.